Manufacturer narrative:
(B)(4). The steerable guiding catheter (sgc), dilator and cap were returned for evaluation. The detachment of the dilator cap was confirmed via returned device analysis. It was observed that the teflon o-ring was not returned in the rotating hemostasis valve (rhv) or in the packaging tray. The returned device analysis confirmed that the cap functioned as expected once it was pressed back onto the rotating hemostasis valve (rhv). The investigation was unable to determine a definitive cause for the dilator cap detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed based on returned device analysis of the steerable guiding catheter (sgc 51217u114), which found that the teflon o-ring was not returned. A missing o-ring may not be detectable during preparation, and can potentially leak during the procedure, resulting in air embolism. It was reported that during preparation of the steerable guiding catheter (sgc 51217u114), an attempt was made to tighten the rotating hemostatic valve (rhv) cap on the dilator. The rhv cap came off and could not be threaded back onto the device; therefore, the dilator was not used and there was no patient involvement. There was no clinically significant delay to the intended procedure. No additional information was provided regarding the dilator cap. Subsequent returned device analysis of the steerable guide catheter and rhv cap found that the teflon o-ring was missing/not returned.

Manufacturer narrative:
(B)(4).